Event description:
It was reported that the patient presented to the clinic experiencing fatigue. Upon interrogation, the right ventricular lead exhibited intermittent loss of capture and low impedance. The patient was immediately scheduled for a lead revision procedure. During the lead revision procedure, the physician noted a lead insulation abrasion due to an excessively tight suture. The lead was successfully explanted and replaced. The patient is healthy and did not suffer any complications from the surgery.